Event description:
It was reported that the patient received inappropriate shocks due to the device tracking a fast sinus driven rate. Technical services advised to program the detection rate to a higher setting. The therapy has been programmed off. There were no additional adverse patient effects. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the inappropriate therapy was also due to oversensing of noise. The therapy has now been programmed back on. The sensing vector has now been programmed from primary to the alternate vector. There were no adverse patient effects. The system remains implanted. It was reported that the patient received inappropriate shocks due to the device tracking a fast sinus driven rate. Technical services advised to program the detection rate to a higher setting. There were no adverse patient effects. The system remains implanted.